Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a hip arthroscopy the burr broke off at the attachment. The broken piece was retrieved from patient. No harm for patient, operator or third party was reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 22-nov-2021: the shaft broke off and therefore it was easy to remove it from patient.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-6550rrbe was received for investigation. Visual inspection identified that the ar-6550rrbe had broken apart at the c0883-01 spring retailer. This is most likely as a result of prying/leveraging the device within the handpiece, or the result of an attempt to remove the device from the handpiece.